Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device was paired with a nordic bluetooth device and passed. Transmitter functional tester: passed all relevant testing. The share log was attempted to be reviewed but there was no data present. A bin file analysis was attempted but there was no transmitter data until after the date of issue. The probable cause could not be determined via product.